Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the pacemaker lead was unable to sense intracardiac potential when tested on the pacing system analyzer. The physician commented that the cause of the issue was unknown. A different lead was then used to complete the procedure, and the reported lead was discarded. There were no adverse consequences to the patient.